Event description:
The pt reportedly experienced sound quality issues. Programming changes were made, and external equipment has been exchanged. The issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.